Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain in righ side'), device breakage ('essure coils fragmented'), pelvic inflammatory disease ('inflammation') and myalgia ('muscle soreness') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and myalgia (seriousness criterion medically significant). The patient was treated with surgery to remove essure. Essure was removed. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease and myalgia outcome was unknown. The reporter considered device breakage, myalgia, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure appeared fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain in righ side'), device breakage ('essure coils fragmented'), pelvic inflammatory disease ('inflammation') and myalgia ('muscle soreness') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and myalgia (seriousness criterion medically significant). The patient was treated with surgery to remove essure. Essure was removed. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease and myalgia outcome was unknown. The reporter considered device breakage, myalgia, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: essure appeared fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.